Event description:
Surgery with mesh implantation approximately one month ago. Two week postoperative diagnosis: abd wall abscess with infect hernioplasty mesh, superobesity, incisional hernia. Procedure findings: entire subfascial and subcutaneous space with frank pus and poor mesh incorporation . Procedure description: an area just to the right of a midline incision was encountered with fluid and an abscess here. Some ischemic changes over top of the area of cellulitis. Opening this, we entered a cavity that had about 30 to 40 ml of purulent fluid. This was cultured. The overlying fatty tissue was partially necrotic and was debrided. There was a fascial defect. One could palpate the mesh within that was free floating along the inferior lateral edge on the left side. We gradually exposed more and more here making a cruciate incision over top of this and debriefing a wide flap of skin and subcutaneous tissue creating a cavity that was about 15 x 12 x 4 cm deep. The mesh itself became less adherent along the inferior edge. We were able to free this widely by simply blunt dissection along the fascial plane here. The remaining fascial opening here was about 10 cm top to bottom and about 8 cm wide. We irrigated this with pulsatile irrigation. There was no succuss or intra-abdominal fluid. There was a small area towards the patient's right side where one could get a finger down into the peritoneal space. The remaining area had small bowel adherent to the whole tissue. There was a separate stab incision in the left upper quadrant that had purulence within it. We probed this and it actually communicated to the area where we had removed the mesh. This was packed with a half-inch penrose drain and kerlix. The midline wound was then closed on the fascial layer with an interposition vicryl mesh using 2-0 vicryl suture in an interrupted fashion and then a negative wound pressure dressing placed over top of this.